Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the tip and plunger clamp. The instrument tested without further problem, and returned to expected operation.